Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Although the customer experienced repeated occurrences of the malfunction, the customer opted to continue using the current pump and was provided with pump reset information by technical support. A replacement pump was arranged, but the customer was not interested in obtaining an out-of-warranty loaner pump.